Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring and reservoir tube lip o-ring. Unit received with broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap, reservoir will not lock properly due to missing retainer.

Event description:
Information received by medtronic indicated that the insulin pump had a missing retainer ring. The customer stated that the reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.